Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she can not hear the insulin pump alarms and did not feel the device is vibrating. Assisted the customer to run the self test and the device did not beep at all. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.